Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that there was a call service 069 alarm. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 08/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/08/2016 with the following findings: the pump powers up with a hard call service 069 alarm. The alleged issue was duplicated. Technical analysis revealed an eeprom failure.

Manufacturer narrative:
Follow-up #2: date of submission: 12/22/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 12/02/2016 with the following findings: additional investigation found the pump files were unable to be downloaded.